Event description:
It was reported that during priming with a prismaflex st100, an external fluid leak was observed. There was no patient involvement.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not received for evaluation however, photos were provided for evaluation. The visual inspection observed a leak from the return line. An extension line was also observed to be connected to the return line. This type of connection is a user error and an off-label use. The cause of the reported event is due to the product misuse. The prismaflex operator¿s manual: ¿do not connect additional devices between the return line and the blood access device¿ and specifies that ¿the use of additional devices, such as three-way valves, stopcocks, or extension lines, may impair return pressure monitoring. Their use can impede the detection of return disconnections, potentially resulting in severe blood loss" a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.